Manufacturer narrative:
Routine manufacturing plant investigation of a related malfunction indicated evidence of heat damage as the cause of the blank screen. The alleged event of a blank screen was confirmed. Encountered symptom ¿can't turn on cycler ¿during the testing, as the cycler won¿t turn on. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause is the inverter board that is faulty; the inverter board transformer is burnt. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check. Test negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported a blank screen on the liberty cycler during power up. Additional information was solicited the liberty cycler was replaced by technical support.